Manufacturer narrative:
The device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the lens was exchanged due to a targeted power deviation. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece was indicated which is not qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
The lens was returned wrapped in surgical gauze. Blood and solution was dried on the lens. Both haptics area slightly bent in the gusset area. The optic is torn/split/cracked and cut into multiple pieces, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. The customer indicated the use of a qualified cartridge, with a non-qualified handpiece. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The 12.5 diopter lens model was replaced with a11.5 diopter lens model. (B)(4).

Manufacturer narrative:
(B)(4).